Manufacturer narrative:
H3: one device was returned for repair with complaint of damaged downstream occlusion (dso) seal. There have been no complaints raised in the last 12 months with the same issue. Visual inspection found the dso seal was cracked and starting to peel off, which indicates seal integrity is compromised and is a reportable malfunction. The dso seal was replaced and the device passed functional and accuracy testing post repair.

Event description:
It was reported that the device had damaged downstream occlusion seal. Event occurred during routine preventive maintenance inspection. There was no patient involvement.